Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
It was reported that the customer was experiencing high blood glucose levels (310 mg/dl) and small ketones. Customer is (B)(6).